Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, removed the cartridge, inspected and cleaned the area, and successfully reattached and loaded the cartridge, allowing them to resume insulin delivery.